Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 26-oct-2015: the nca number was added as (B)(4). Product technical complaint (ptc) investigation and final assessment were received. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment occluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-oct-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, solicited case report refers to an adult female patient who experienced pain since essure (fallopian tube occlusion insert) insertion. She was submitted to a celioscopy with salpingectomy and essure removal, approximately 7 years after device insertion. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the positive temporal relationship between essure insertion and the reported event and in the lack of an alternative explanation; causality cannot be excluded. Additionally, the non-serious event allergy to nickel was reported. This case was considered an incident, since device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.

Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2015 which refers to an adult female patient who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure® eneric reimbursement program. The patient had essure (fallopian tube occlusion insert) inserted in 2008 and had been in pain since essure placement. In (B)(6) 2014 she was diagnosed with allergy to nickel. On (B)(6) 2015 she had a celioscopy with salpingectomy and essure removal. Histology without any particularity. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who experienced pain since essure (fallopian tube occlusion insert) insertion. She was submitted to a celioscopy with salpingectomy and essure removal, approximately 7 years after device insertion. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the positive temporal relationship between essure insertion and the reported event and in the lack of an alternative explanation; causality cannot be excluded. Additionally, the non-serious event allergy to nickel was reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought.